Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the chivel broke when trying to wedge out the tibal tray.

Manufacturer narrative:
Examination of the returned device confirmed the tip of the blade was broken. The fracture of the blade tip was caused by ductile overload. Fracture due to overload indicates that single force was applied exceeding the ultimate strength of the material. The root cause is attributed user technique/misuse. Based on the determination of user technique / misuse as the root cause, the need for corrective action is not indicated. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.